Manufacturer narrative:
Additional information: pt sex/gender: male. Explant date: if explanted; give date: (B)(6) 2016. (B)(4). Additional information was received and it was learnt that the explant, on a right eye of a male patient, was due to poor vision during follow up visit. The incision was enlarged but no vitrectomy was performed. To date the patient outcome is reported to be fine. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was received at the manufacturing site in a zip lock bag. Visual inspection using a microscope at 12x magnification showed that the lens is contaminated and dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was cleaned and revealed deep scratches on both sides of the lens. Also the edge of the lens was noted damaged. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Most probably it is related to the explant procedure. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age at time of event or date of birth: unknown sex/gender: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) model zct150 22.5 diopter was explanted from the right eye of a patient and replaced with a tecnis toric zct150 24.5 diopter iol. The lens exchange was due to dr. Request. No further information available.